Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy. A merlin transmission revealed that the device misdiagnosed svt as vt-2 and delivered atp. The patient had ectopic activity that was producing inconsistent av delays. This caused the av interval delta discriminator to diagnose a vt. Programming changes were discussed. On (B)(6) 2019 programming changes were made to avoid inappropriate shocks. No other therapies were seen. Patient is not device dependent. Patient is fine and will be seen at the next follow-up in (B)(6) 2020.